Event description:
It was reported that the patient's spectra penile prosthesis was replaced for unknown reasons. The 14 mm wide cylinders were replaced with 12 mm wide cylinders. No patient complications reported in relation to this event.